Event description:
It was reported that the patient had an infection around the implantable neurostimulator (ins) pocket area. Later it was reported that the managing physician stated that the patient was doing much better and had a follow up on (B)(6) 2015. The incision around the battery looked great but the patient was still going to come in again the following week. At that time if everything looked good the patient would be reprogrammed. The treatments prescribed were unknown. It was unknown if a culture was obtained.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97792, lot# n488206, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed and was doing well.